Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation has been completed. Analysis could not confirm the reported event of heating up. Pre-repair temperature testing was performed. Pre-repair temperatures after running the device for 1 minute were the following: front bearing ¿ 74.9 degrees f, motor ¿ 73.8 degrees f and rear bearing ¿ 75.6 degrees f. The ambient temperature was 72.3 degrees f. Evaluation found that foreign material on the rear bearings. The rear seals and bearing cups assembly were replaced. An excluder was also added. The serial number was changed from (B)(4) to a new serial number (B)(4). The device was repaired, tested to all manufacturing product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun.

Event description:
It was reported that intra-operative the device overheated. There was no patient impact.